Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced, infection, swelling, recurrence of the incontinence, chronic pain, urinary tract infections, bladder spasms and bad vaginal odor. She also alleged that the doctor recommended botox injections and/or interstim implant following the implantation of the urethral support system.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.